Event description:
It was reported that the device was explanted after reaching its elective replacement indicator prematurely. It was also noted that there was a 'dent/bulge' on the back side of the can. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.